Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device has a damaged display, it was later clarified that the device had a soft key missing on the display. There was no report of pt involvement.